Manufacturer narrative:
Clinical investigation: any association between the liberty cycler and the event of peritonitis cannot be determined based on lack of information provided. Additional information related to the patient¿s history and co-morbidities is needed to establish potential causality. Further information has been requested. Additionally, there is no allegation against any fresenius products and the adverse event of peritonitis. Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's nurse reported that the patient was diagnosed with peritonitis on (B)(6) 2017.

Manufacturer narrative:
Corrective data: product catalog and lot number updated. Updated.

Event description:
A peritoneal dialysis patient's nurse reported that the patient was diagnosed with peritonitis on (B)(6) 2017. Upon follow up with the peritoneal dialysis nurse (pdrn) the patient was treated with vancomycin and gentamicin intraperitoneally (ip). The pdrn was unable to provide peritoneal effluent culture results. Pdrn stated that the peritonitis has resolved. The patient was transplanted on (B)(6) 2017, and no longer requires peritoneal dialysis therapy.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient's nurse reported that the patient was diagnosed with peritonitis on (B)(6) 2017.